Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a bard mesh implanted on (B)(6) 2012 due to left femoral hernia. On (B)(6) 2014, the patient underwent urethrolysis, mesh removal, and bard 3d max mesh implantation due to bl inguinal hernias caused by straining to void. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.